Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with unknown blood glucose level. The customer's blood glucose was 243 mg/dl. The customer also reported that the insulin pump had no delivery alarm. The customer was reported that event was resolved by complete set change. The customer was reporting a past event. The customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No bolus anomaly or basal anomaly noted during testing. Device uploaded properly using care link. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.